Event description:
It was reported that there was a lead warning and the lead had multiple low impedance paces recorded. Occasional high thresholds had been observed and impedance decrease over time was noted. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.